Event description:
It was reported that the insulin pump alarmed an error several times. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.